Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, and implant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report.

Event description:
Patient reported a lap-band port "not holding liquid" first noticed when the patient experienced "no restriction." The patient stated that when the port was removed the doctor stated that the port was "cracked." The lap-band port was removed and replaced.